Manufacturer narrative:
New information: mentor received additional information indicating the patient also experienced capsular contracture with baker grade I on the right breast implant. The additional information also indicates that the patient underwent removal and replacement with a mentor siltex round moderate profile 350cc saline implant, catalog # 3542655, s/n (B)(4). Device evaluation summary: it was reported that a (B)(6) caucasian female patient underwent a breast augmentation revision with a saline mentor siltex round moderate profile 350cc and experienced deflation and capsular contracture with baker grade I on the right breast implant. The patient called the doctor as she noticed that her right breast deflating. As a result, the patient underwent removal and replacement with a mentor siltex round moderate profile 350cc saline implant, catalog # 3542655, s/n (B)(4) on (B)(6) 2018. The device was returned to mentor without fluid inside. Yellow material was observed within the device. No foreign material was observed on the shell surface. Mentor product analysis lab discovered a rent measuring approximately 0.4 cm on the posterior aspect. Microscopic examination of the edges of the rent gave no indications as to cause. Parallel lines of shell wear were also observed on the anterior aspect, suggesting in-vivo folding or creasing of the device. No other anomalies were discovered. The complaint was confirmed since a rupture was found on the device. However, at this point it is not possible to determine the root cause of such damage or the etiology of the yellow material found on the device. Capsular contracture is a known complication associated with these devices and is referenced in our current product insert data sheet. Breast implants are not considered lifetime devices and deflation is a known complication associated with these devices and is referenced in our product insert data sheet. (B)(4).

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. The device history record (DHR) was reviewed, and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. (B)(4).

Event description:
It was reported that a (B)(6) year old caucasian female patient underwent a breast augmentation revision with a saline mentor siltex round moderate profile 350cc and experienced deflation on the right breast implant. The patient called the doctor as she noticed that her right breast deflating. As a result, the patient underwent removal of the implant on (B)(6) 2018.